Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 274.8 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the hcp wanted recommendations to switch from intrathecal to oral baclofen. The hcp stated that they believed the patient was having baclofen withdrawal, it was gradually through the week but got worse on (B)(6) 2018. The hcp was to consult with his colleague on dosing questions. No further complications were expected or anticipated.